Event description:
The test strips involved in this case have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have failed visual testing due to short enzyme on the test strip, it only extends half the length of results window.